Manufacturer narrative:
B1 selection was added as it was omitted from the previous report that was submitted.e1 zip code extension was added as it was omitted from the previously submitted report.e4 added selection as it was omitted from the previous report that was submitted.h6 a23 was removed.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 44-year-old male patient presenting with cardiomyopathy, scai shock stage e. The patient¿s comorbidities were unknown. A computed tomography angiography (cta) study noted left-sided residual weakness suggestive of a cerebrovascular event. As of the most recent assessment, the neurologic weakness had resolved, and a repeat CT scan was being initiated. The patient remained on impella support. The reported stroke is consistent with the patient¿s underlying critical illness, cardiogenic shock physiology, and cerebrovascular risk profile, and may be influenced by patient's hemodynamic instability.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with updated clinical narrative. D6b updated. A24 removed from h6. A0709, a23, and f1905 added to h6. The investigation is still ongoing.

Event description:
An impella¿5.5 device was inserted via the right axillary artery in a 44-year-old male patient presenting with cardiomyopathy, scai shock stage¿e. The patient¿s comorbidities were unknown. A computed tomography angiography (cta) study noted left-sided residual weakness suggestive of a cerebrovascular event. As of the most recent assessment, the neurologic weakness had resolved, and a repeat CT scan was being initiated. The patient remained on impella support. The reported stroke is consistent with the patient¿s underlying critical illness, cardiogenic shock physiology, and cerebrovascular risk profile, and may be influenced by patient's hemodynamic instability. After 28 days the pump was explanted as the placement signal was lost/unreliable. This is well beyond the indicated use time. The pump was explanted and replaced by a new 5.5 pump. The patient remains on support and has survived the stroke and signal loss.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Placement signal issue: the cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Stroke /embolism: the cause of the injury was not determined due to insufficient clinical details.